Manufacturer narrative:
(B)(4). Greater asia is an OEM manufacturing site. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on IV set end during use with a bd IV set an122 w/o pump t-type. The following information was provided by the initial reporter: foreign matter on IV set end-tip. A black foreign matter is visible on the tip.

Manufacturer narrative:
H.6. Investigation: investigations: 1 sample was returned to sbdm, lot number is 2903152. From visual inspection, a black fm is visible on the tip. Sbdm initial conclusion the fm was a pp carbide. Infrared spectrometry (ir) analysis: based on infrared spectrometry (ir) analysis of the complaint sample, the fm is found to be same component with raw material of end tip (polypropylene). House sample inspection: sbdm inspected 30 pcs of house samples from lot 2903112, 2903152, 2903222, no abnormality was observed. DHR review: sbdm reviewed the manufacturing record of complaint sample, no abnormality was observed. Root cause: from investigations, the fm is concluded to be pp carbide. The carbide raw material of i.v set end tip components (pp) are injected in the injection machine on high temperature (200~240). The likely cause is pp(raw material of i.v set end tip) carbide may be formed in the high temperature or gas emission line on the mold was blocked temporary and the gas formed carbide and it was stuck into the complaint i.v set end tip while injection process.

Event description:
It was reported that there was foreign matter on IV set end during use with a bd IV set an122 w/o pump t-type. The following information was provided by the initial reporter: foreign matter on IV set end-tip; a black foreign matter is visible on the tip.